Manufacturer narrative:
The device was discarded after the case. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. In addition, the lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Per the instructions for use it states, "do not apply finger cuff or cuffs on a hand or a finger when a second blood pressure measurement device is actively monitoring on the same arm or hand or finger." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that an aiqca cuff had pressures 30mmhg higher than the clearsight. Anesthesiologists requested for noninvasive nibp to be checked every 10 to 15 minutes to correlate pressures. Specific readings and lot numbers requested but unable to be provided. Nibp was checked on both arms. No error messages were displayed on the hem. There were delays in procedure, but no patient injuries reported and no inappropriate treatment was administered.

Manufacturer narrative:
A product risk assessment was initiated to address the increase of occurence. Current risk mitigation(s)/control measure(s) include 100% visual inspection, 100% electrical test and qa sampling inspection. An adult cuff (aiqca) has been tested and shown to be accurate on fingers with circumferences ranging from 43 to 71 mm. It also has been tested and shown to be accurate when compared to blood pressure measurements from an arterial line. However, an in depth investigation to confirm device functionality or potential manufacturing issue could not be performed since the device was not returned. As such, based on available information, a definite root cause is unable to be determined at this time.